Manufacturer narrative:
The client decided not to return the device. It is not possible to determine the cause of the reported event without an evaluation of the device. The customer decided not to return the device.

Event description:
It was reported that during a vertebroplasty, the 13 gauge pdc system locked up, which caused a 30 minute delay. It was reported that the patient received additional anesthesia due to the delay. It was reported that the procedure was completed successfully utilizing back-up equipment. No medical intervention was reported with this event.